Manufacturer narrative:
Batch review performed on 23.june.2021: lot 168515: (B)(4) items manufactured and released on 29-03-2017. Expiration date: 2022-03-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported events since 2017. Additional implant involved: gmk-sphere 02.12.0021r femoral component sphere cemented size 1+ r (k140826), lot. 142556 batch review performed on 23.june.2021: lot 142556: (B)(4) items manufactured and released on 06-05-2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event since 2017.

Event description:
3 years and 5 months after the primary surgery the patient reported instability. A bone scan revealed loose implants. The surgeon decided to revise all implants.